Event description:
From staff: rn was attempting to remove uvc catheter that was placed at 10cm. Dressing was removed, and sutures were loosened with use of tweezers and scissors in suture kit, then rn stabilized the base of the cord with left hand and used tweezers from suture kit to begin removing the catheter slowly with right hand. The catheter came out easily until the 6.5cm mark. The line then broke off suddenly. Minimal tension had been used while removing this line. Unsure what caused it to break. The line was sticking out of the umbilicus. This rn quickly clamped the line with the same hand used to stabilize the base, and then called the charge rn for assistance. [Redacted name] came to the bedside. Rn clamp was placed at the base of the line by [redacted name]. [Redacted name] then removed the remainder of the line with assist from resource rn. The catheter was complete for a total of 10cm. Homeostasis within normal time frame and gauze dressing applied to site.